Event description:
Patient reported right side "felt pain and swelling", "liquid", "capsular contracture- baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, baker garde IV and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, liquid, capsular contracture- baker grade IV.